Event description:
It was reported by the patient that a day after implant that the patient received inappropriate shocks. The patient indicated that they were hospitalized and that the leads were loose and had to be tightened in the device. The device and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.